Manufacturer narrative:
An event regarding instrument fracture involving a monogram knee balancer height guide was reported. The event was confirmed by visual inspection. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer reported that the kinemax tensioner is used to ensure the knee is balanced, during a total knee replacement. There are 5 pieces to the device, which are assembled by the scrub nurse - 4 pieces are metal and 1 plastic. At the end of the case the plastic component was found to be incomplete. One of the teeth on the reverse were missing. The customer reported that they were unable to find the piece of plastic and are unsure if it was still in the knee, drapes or floor.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the kinemax tensioner is used to ensure the knee is balanced, during a total knee replacement. There are 5 pieces to the device, which are assembled by the scrub nurse - 4 pieces are metal and 1 plastic. At the end of the case the plastic component was found to be incomplete. One of the teeth on the reverse were missing. The customer reported that they were unable to find the piece of plastic and are unsure if it was still in the knee, drapes or floor.